Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the patient deceased and the pulse generator was explanted on (B)(6) 2013. There is no allegation from a health care professional that suggests that the death was device related. On (B)(6) 2013 the device was returned to forensic pathology and tested. The pulse generator functioned normally despite a slight decrease in programmed and measured amplitude. The battery status was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.